Event description:
The laser fiber was introduced into the patient's esophagus to treat a cancer lesion. Mid procedure it was observed that there was a break in the fiber approx 5.5cm long. The md was able to successfully retrieve the fiber piece. Manufacturer response for laser fiber, optiguide (per site reporter). Laser vendor rep was onsite during event.